Event description:
New information received notes that the right-ventricular (rv) lead was also found fractured, and the lead was partially capped and replaced on (B)(6) 2024 as a result. The patient then presented in-clinic for another rv lead revision. During the procedure, it was attempted to explant the rv lead but was not able to. The rv lead was completely capped, and another replacement lead was implanted on (B)(6) 2025. The patient condition was stable.

Event description:
It was reported that the patient presented in-clinic for a generator upgrade procedure. Durind the procedure it was observed that the right-ventricular (rv) lead exhibited loss of capture due to electrocautery used. As a resolution an additional rv lead was implanted on (B)(6) 2024. Patient condition was stable.